Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable broken, no image, light guide bundle of the video cable section is broken, and light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: video cable is broken and therefore stripes in image occur and no image is displayed, and the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had horizontal lines flickering in the image during the cut. This issue occurred during sedation for a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.